Manufacturer narrative:
Model number: a complete model number was not provided, but was indicated that the lenses belonged to zfw series. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted over 600 synergy intraocular lenses (iols) and has noticed that up to 2 in 10 patients have poor distance vision outcomes, including blurry distance vision even after best correcting their vision or laser correction. The surgeons said it can be up to 2 in 10 of total cases in which the patient had the issue but ordinarily 90% of patients do not get the problem. The patients who have the distance problem still have the problem, it does not seen to go away with time. The patients started to experience the issue usually from the first post-operative examinations. The lenses remain implanted. No other information was provided. The suspect synergy lenses were identified to belong to two different models of lenses- zfr00v and zfw. This report captures the zfw model lenses and a separate report is being filed to capture the zfr00v model.